Manufacturer narrative:
The reported events of dislodgement and inadequate capture were not confirmed in the laboratory. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited a capture threshold problem. Additionally, it was noted that the lead had dislodged. The lead was removed and replaced. The patient was stable.